Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high up to 565 mg/dl. The customer experienced symptoms of blurred vision and migraines. The customer reported that the insulin pump was exposed to water at the pool. The insulin pump had alarmed for bad battery, weak battery and low battery, but no button error alarm was present in the insulin pump history at the time of the moisture exposure. The insulin pump passed the self test. The customer declined to troubleshoot for high blood glucose or the alarms, and was advised to monitor the insulin pump.